Manufacturer narrative:
(B)(4).

Event description:
It was reported that two out of range hv lead impedances were observed via remoted transmission. Patient presented to the clinic for further assessment. Impedance was stable and in range and there were no variations in capture threshold. Physician elected not to take any further action and to continue following the patient remotely. Patient condition is good.